Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. As returned the bearing is attached to the tray and is well secured by the lock ring. Pieces exhibit proper alignment and have no signs of damage or wear. Device performed as intended. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. No failure detected, device operated within specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The following sections were updated: report type - adverse event and product problem. Outcomes attributed to adverse event - required intervention to prevent permanent impairment/damage (devices). Date received by manufacturer - sep 12, 2017. Type of report - follow-up. Type of reportable event - serious injury. If follow-up, what type - additional information.

Event description:
It was reported that the humeral tray was impacted onto the bone, removed, and then another tray was impacted and implanted because the locking ring on the humeral tray was not locking properly on the poly. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. "Concomitant product": xl-115368, arcom xl 44-41 rtnv +3 hmrl br, 463040. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06986

Event description:
It was reported that the amount of impact needed to seat the poly onto the locking tray caused concern as the locking ring was damaged. Attempts have been made and additional information on the reported event is unavailable at this time.